Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this system exhibited high out of range right atrial (ra) pacing lead impedances. Measurements were observed to be greater than 2,000 ohms. There were 8 commanded atrial lead impedance measurements performed and all measurements were greater than 2,000 ohms. There was pocket stimulation and noise on the ra channel. The patient was scheduled for a lead revision procedure. The ra lead was subsequently capped and a new lead was placed. It was suspected that the ra lead was fractured; however, without return of the product we are unable to confirm the root cause of the clinical observations as it could be a lead fracture or a connection issue between the ra lead and the implantable cardioverter defibrillator (ICD). No further adverse patient effects were reported. The patient's ICD remains in-service at this time.